Event description:
Additional information was received indicating this right ventricular (rv) lead was tested with a pacing system analyzer (psa) at the revision procedure and exhibited elevated pacing threshold measurements. It was also noted that the lead helix would not extend during the procedure, so a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that the lead was returned with the helix extended. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition. Surgical intervention was taken to explant and replace the lead. No additional adverse patient effects were reported. Additional information was received indicating this right ventricular (rv) lead was tested with a pacing system analyzer (psa) at the revision procedure and exhibited elevated pacing threshold measurements. It was also noted that the lead helix would not extend during the procedure, so a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition. Surgical intervention was taken to explant and replace the lead. No additional adverse patient effects were reported.